Manufacturer narrative:
The consumer reported that the incident occurred some time in (B)(6). Because the exact date of this incident is unknown, the date received by manufacturer has been used for this field. Medical device expiration date: unknown. Results: it is unknown if a sample will be returned for evaluation. A review of the device history record could not be performed as a lot number for this incident was not provided. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined. It is unknown if a sample is available for evaluation.

Event description:
It was reported that while using a bd ultra fine short insulin pen needle, the needle broke off in the consumer's injection site. The consumer stated that this occurred some time in (B)(6) 2015 and that she had surgical intervention to remove the broken needle. The type of surgical intervention is unknown; however the consumer did report that the needle was unable to be removed and remains in her injection site. The consumer also reported that she has not had any follow up and decided to leave the broken needle alone.